Event description:
Iridex became aware of a complaint reporting a case of mydriasis followed by blurry vision post treatment using a cyclo g6 console with a micropulse p3 probe. Mydriasis is a condition where the pupil of the eye is fixed and dilated. The doctor was a new iridex device user. The procedure was intended by an iridex representative who confirmed that treatment settings were within specification and the doctor used a good technique. This complaint did not involve any report of malfunction of the laser console and probe. A definitive root cause cannot be determined.